Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the right ventricular (rv) lead exhibited noise reversions. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
New information indicates that the right atrial lead exhibited noise oversensing.